Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue when the fse kinked the catheter. Notably, the fse noted that this is not an error and the iabp unit functioned as intended, and therefore, no problem found. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) alarmed "check catheter placement." No patient harm was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.